Event description:
It was reported that the pacing impedance had consistently increased. The patient will be monitored and followed more frequently.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.